Event description:
It was reported that the customer received an occlusion alarm while speaking to tandem technical support. The customer used a new infusion site and changed the tubing. The customer was able to resume insulin delivery. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.